Event description:
The report stated that there was nothing wrong with the circulation during the pre-operation check. However, once ablation started, water leaked from the connection between grip and tubing. Another needle electrode was used and the patient was reported as ok.

Manufacturer narrative:
Date of initial report: 07/15/2008. The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.